Event description:
A malfunction was reported involving a fault ID, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.